Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer' wife reported via phone call that her husband experienced low blood glucose level below 25 mg/dl. Customer¿s experienced blood glucose level 30 mg/dl. Customer was treated with food. Customer declined troubleshoot for low blood glucose level. The insulin pump will not be returned for analysis.